Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a catheter had been placed on a patient and had fallen out 10¿12 hours after insertion, according to the patient. Initial placement was believed to have been successful, as the device had drained appropriately into a leg bag during the day following insertion. Since the device had functioned as intended at first, questions arose regarding a possible issue with the catheter, such as a slow leak after balloon inflation or a potential valve leak.